Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt the associated defibrillator displayed a "pad error" message. They re-applied the electrode pads and the device displayed a "pad error" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt with the same device. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The electrodes were returned for evaluation. Visual examination of the electrodes found an excessive amount of hair attached to the adhesive foam. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. A review of the device's activity log found occurences of "defib lead" messages, which is an indication that the electrodes were not making sufficient electrode-to-skin contact. Root cause of the reported malfunction was identified to be improper skin preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.